Event description:
Orig. Surg unk. Allegedly distal screw broke post-operatively.

Manufacturer narrative:
Investigation is not complete. Event device code is addressed on package insert. Additional information has been requested from the surgeon and the user facility. This report will be amended when the investigation is complete.